Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that all electrical testing was within specified parameters.

Event description:
It was reported that during implant of the epicardial left ventricular (lv) lead the impedance was high through the analyzer and the device, even after reconnecting the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: n141 ICD, implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.